Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pains coincident with automated peritoneal dialysis (apd) therapy. The cause of the chest pains was not reported. This report was called in with a request for assistance to disconnect the patient from the homechoice device due to chest pain. It was reported the patient was taken to the emergency room. However, it was not specified if the patient was admitted to the hospital. Treatment was not reported. No further information was provided regarding the outcome of the event. No additional information is available.